Event description:
Additional information received reported that impedance measurements were fine, the lead was implanted, and stimulation was good.

Manufacturer narrative:
Concomitant medical products: product ID 3888-56, lot# va05lb7, implanted: (B)(6) 2013. Product type: lead: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 3888-56, lot# v866966, implanted: (B)(6) 2013. Product type: lead: product ID 3888-56, lot# v849273, implanted: (B)(6) 2013. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37714, serial# (B)(4), implanted: (B)(6) 2013. Product type: implantable neurostimulator: product ID 37746, serial# (B)(4). Product type: programmer, patient. The initial MDR was filed as MFR report # 3007566237-2013-00763. Additional review indicated the correct manufacturing site was site # (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the process of implanting a lead blood was noticed inside the lead toward the middle, between both sets of electrodes. It was noted that the stylet hadn't been removed from the lead. The hcp was able to "wash or place the lead in a bath and saw the blood lighten in color". Additional information has been requested, but was not available as of the date of this report.